Event description:
It was reported after insertion into the pt, air bubbles were observed on the arm of the stopcock tube when the physician was attempting to flush the sheath.

Manufacturer narrative:
The returned introducer was received with a confirmed leak at the valve. Additional testing revealed the cause of the leak was a puncture hole in the top half of the two part seal that was made by a sharp object. The hole was consistent with the shape and size of a needle. Review of the device history records confirmed this lot met mfg requirements prior to shipment. Date report submitted to FDA by MFR: 07/29/2010. Date the initial reporter provided the info to the MFR: (B)(6) 2010.